Event description:
The customer contacted physio-control to report that their device failed to properly power up. Hysio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was an 88 year old female. Patient information.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to confirm or duplicate the reported issue. The device failed a voltage drop test and the battery pins, battery wire harness and power pbc assembly were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to properly power up. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.